Event description:
Health professional reports. Protime system inr 6.4. Unspecified lab system 11.7. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer did not wish to return device for MFR eval / investigation. No product returned from user facility. MFR results - customer complaint could not be confirmed.